Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x28 synergy drug-eluting stent was selected to treat the lesion. However, during preparation, it was noted that the distal part of the stent was damaged. The device was exchanged to another of the same device and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent was stretched and damaged so that the distal end of the stent is now located 3mm distal to the distal end of the distal markerband. No damage was noted on the proximal side of the stent. The outer diameter of the undamaged portion of the stent was measured and is within the specification. This type of damage is consistent with the incorrect removal of the stent protector from over the crimped stent. The stent was not detached from the balloon. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube profile and shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x28 synergy¿ drug-eluting stent was selected to treat the lesion. However, during preparation, it was noted that the distal part of the stent was damaged. The device was exchanged to another of the same device and the procedure was completed. No patient complications were reported and the patient's status was stable.